Event description:
It was reported that during outpatient check, the patient's leadless pacemaker was found to be in reset mode. The issue was noted to self-resolve. There were no patient consequences.